Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment of unexpected medical intervention appears to be related to the operational context of the procedure. The reported patient effects of angina, dyspnea and thrombosis/ thrombus are listed in the xience sierra everolimus eluting coronary stent systems instructions for use as a known patient effects of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
It was reported that the patient presented with acute st elevation myocardial infarction of the anterior wall of the left ventricle. Prehospital thrombolysis was provided. The patient was transported and the procedure was to treat the left anterior descending (lad) coronary artery. A whisper ms guide wire was used to access the lesion and a 3.5x28 mm xience pros stent was implanted at 12 atmospheres. Control angiography showed timi 3 flow and there were no signs of dissection or stent displacement and there was no signs of thrombi. After the procedure, the patient was experiencing weakness, pain, sweating, shortness of breath. Stent thrombosis was noted and timi flow of 0. The patient is urgently referred for repeat coronary angiography. Another whisper ms guide wire was advanced and another 3.5x28 xience pros was implanted at 12 atmospheres. Control angiography showed signs of thrombus formation. Control coronary angiography after 10 minutes showed timi 3 flow. No signs of dissection or stent displacement were detected; there were no signs of thrombi. There was improvement of the patient's conditions. No additional information was provided.